Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. On an unknown date, the patient began remedial therapy with tobramycin, reflin , and fortum intraperitoneally. Pd therapy was ongoing as well as remedial therapy. On (B)(6) 2010, the patient was discharged from the hospital. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.